Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: during investigation, the pump powered on with vibratory and auditory features. A 1.0 unit per hour basal program was run for 24 hours and no alarms were recorded during this time. A manual normal 10 unit bolus and a 10 unit audio bolus were successfully performed and both were accurately recorded in the pump history. The bolus history was found to be recording properly during testing. No hypersensitive or stuck keys were observed on the keypad. The history settings issue was unable to be duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump had an inaccurate delivery issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.